Manufacturer narrative:
This complaint will be updated once investigation is complete. Trends will be evaluated.

Event description:
Allegedly, patient was revised due to infection. Patient ID: revision njr number: (B)(6), first revision asa: p4- life threatening disease.